Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, noise and decrease in pacing lead impedance was observed. Programming changes were made and no more noise was seen. The patient will continue to be monitored.